Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for three pt samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed using an access 2 immunoassay system. The test results were within the normal range. The initial, elevated result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 3 of 3 events reported by the customer. An MDR was filed for each of the three pts.

Manufacturer narrative:
Quality control (qc) failed prior to running the pt samples, with two of the three levels failing to recover within acceptable ranges. Three levels of qc were processed multiple times after the pt samples were processed. Two levels of qc did recover within the customer's established ranges. On (B)(4) 2010, the field service engineer evaluated the analyzer. Determined that the duckbill valve tubing was twisted which was noted to cause misalignments of the duckbill collar. Cleaned the leak around the duckbill valve. Replaced aspirate probes and associated peri-pump tubing. Adjusted mixer/spinners alignments. Ran accutni precision and qc. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This MDR represents event 3 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2122870-2011-04084, 04085.